Manufacturer narrative:
H.6. Investigation: the actual product was received and evaluated. The root part on the downstream side of the infusion filter was broken. Therefore, we asked the manufacturer of the filter to investigate the material. According to the results of a survey by the filter manufacturer, a slight amount of whitening was found on the damaged part. It is said that whitening is a trace when external force is applied.therefore, it is presumed that this event caused damage due to an excessive load applied from either manufacturing to opening. It was. At our company, we will pay close attention to the appearance and function of the parts when they are received and assembled. No anomaly found on DHR.

Event description:
It was reported that IV set/n35/20drop/t/200cmll filter was broken. This was discovered before use. The following information was provided by the initial reporter: when taking out a product from the package, the bottom of the filter was broken.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that IV set/n35/20drop/t/200cmll filter was broken. This was discovered before use. The following information was provided by the initial reporter: when taking out a product from the package, the bottom of the filter was broken.